Event description:
It was reported "permanently downstream occlusion". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, damaged battery compartment, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.